Event description:
Reporter indicated a vns patient had the vns therapy system explanted due to lack of efficacy and "tolerability issues". Attempts to the reporter for additional info and product return are in progress.